Manufacturer narrative:
Date is approximate.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a fall 2 weeks prior to the report and hyperextended their back. The patient stated that since the fall they noticed that their ins was not working right and is not getting near the coverage she needed for her pain management. This was noted to be a sudden change in therapy. The patient was in (B)(6) at the time of report for medical treatment for a disease she had; the patient wanted to get a local manufacturer representative to adjust/reprogram the ins. No further complications were reported/anticipated.